Manufacturer narrative:
The sample was received with its protection sleeve and in the tyvek pouch, which shows the lot information. The instrument was visually inspected and showed no evident abnormalities. The electrical resistance measurements showed that there were no issues with the contacts, indicating that the product worked as intended. The customer¿s complaint could not be replicated and is therefore not confirmed. This is supported by the fact that all diathermy probes are subjected to a 100% inspection which identifies any defect contact points during manufacturing. A review of the device history record (DHR) traceable to the reported lot number indicates that the product was processed and released according to the product¿s acceptance criteria. A review of the database for the non-conformance events and the complaints showed that the given lot number was not concerned by any deviation and that there are no additional complaints associated with it. The investigation is completed based on the evaluation of the returned sample illustrated below. The returned product met manufacturer¿s specifications. Particularly the testing of electrical resistance. Therefore, the customer's complaint is not confirmed and no root cause is identified. No action was taken as the returned sample met specifications for tests performed in relation to the reported event. Complaints are reviewed and monitored at regular intervals for adverse trends. No adverse trends have been observed associated with the reported product and event. No action has been identified for this reported event. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A nurse reported that the during vitrectomy surgery no reaction was observed during diathermy. The surgery was completed. The details of patient impact was not reported.